Manufacturer narrative:
Clarification to device manufacture date: june 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "needle did not retract into the sleeve even though slider was pushed to a full stop" during implantation in left eye. There was no eye injury.